Event description:
Major pump unit(s) involved: unknown; specify component(s) involved: unknown.

Event description:
Major pump unit(s) involved:, additional text:, specific component(s) involved:, additional text:, other component:, causative or contributing factor: no specific contributing cause identified, other cause:, intervention(s):, other intervention:, implant device type: lvad, malfunction device type:.